Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan alleging an "apply sample" issue with his one touch ultra2 meter. The patient stated that the reported issue first began 3 weeks before he contacted lifescan. The patient normally tests 4-5 times per day but because the meter was not working, the patient was unable to test his blood glucose levels for approx 3 weeks. The pt did not have any backup meters. About 1-1.5 week after the issue began, the pt claimed he experienced two hypoglycemic events where he felt low, weak, and had the sweats. He administered self-treatment with juice and felt better afterwards. He had attempted to test on the meter before and during the two events, but was unable to get a meter reading. He stated he did not receive any other medical intervention. The customer care advocate (cca) went through troubleshooting with the patient and noted that the correct testing technique was used. The cca noted that he reported issue was not resolved. Replacement products were still sent to the pt. This complaint is being reported because the pt allegedly had two hypoglycemic events after the "apply sample" issue began.